Event description:
During a colorectal screening procedure, the physician used cook endoscopy captura biopsy forceps without spike to take multiple biopsies. The first two biopsies were successful. The physician indicated the cups decrease in sharpness and the cups were reportedly "tearing" on the tissue at the biopsy site. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. This occurred during the (B)(6) 2009 time period.

Manufacturer narrative:
(B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. One unused device from this lot number was returned for evaluation. The unused device has been returned to the forceps supplier for evaluation. A follow-up medwatch report will be submitted upon completion of the supplier evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. A definitive cause for the reported observation was unable to be determined. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The tissue sample or biopsy to be excised can be controlled by how the user advances and handles the forceps. Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type to occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.